Manufacturer narrative:
On 26-oct-2023, bwi received additional information indicating that the physician's opinion on the case. The physician believed that the cause of this adverse event was the patient's condition (their anatomy). The patient's outcome improved after undergoing intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31103926l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001449343

Event description:
It was reported a patient underwent a cti (cavotricuspid isthmus) and redo pvi (pulmonary vein isolation) cardiac ablation procedure under general anesthesia utilizing a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced myocardial infarction requiring primary percutaneous coronary surgical intervention during the ablation procedure. Cti line was performed initially, and visitags from the cti showed a max force of 30g, max impedance drop of 25ohms, max ablation index of 611 and max lesion duration of 27 seconds. Following this, a transeptal puncture was performed and the la (left atrium) was mapped. Right upper vein was found to be reconnected and wide circumferential ablation of the right upper was performed. Upon completion, the physiologist noted significant st elevation in inferior ECG leads. The medical team decided to perform coronary angiography and found that the rca (right coronary artery) was occluded. The vessel was wired, exported, and stented. The st elevation resolved and the patient was taken to ccu(critical care unit).